Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown (B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that genesys hta procerva procedure sets was used in a procedure performed on (B)(6) 2020. According to the complainant, the physician was unable to complete the case due to system failure. The procedure was cancelled due to this event. There were no patient complication reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.